Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: a3, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual inspection of the product showed the battery pack was busted open and there were pieces of batteries as well as black debris from the battery expulsion throughout the tyvek tray. Inspection of the interior of the battery pack found one of the wires appeared damaged not far from where it connected to the electrode of the pack. Batteries were in the correct orientation inside the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1:(B)(6). G2: france.

Event description:
It was reported that outside of surgery the closed packaging had black debris inside and the battery cover was melted inside. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.